Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have had injected a patient in the cheekbones and front with 1 ml of juvederm ultra plus xc. The patient was taking thyroxine concomitantly. The patient presented a late nodulation. The hcp added that ¿it is not infections¿. ¿it is foreign body reaction¿. No biopsy has been provided. ¿viral infection¿ was reported as a provable cause. The patient was treated with hyaluronidase. The status of the event is unknown.

Event description:
Additionally, the healthcare professional specified the viral infection, previously noted as the probable cause of the event, as rhinopharyngitis. About 5 months and 2 weeks after the injection, the patient presented rhinopharyngitis. 6 days later, the patient presented the late nodulation on the front. The hyaluronidase treatment occurred 5 days after the day of onset. Due to no total improvement, the patient was prescribed medrol 11 days later. This treatment lasted a little over a week. The treatment was provided to avoid aesthetic deformation and vascular structures compression. The event resolved 35 days after the date of onset.

Manufacturer narrative:
Additional data: b.3., b.5.